Manufacturer narrative:
(B)(4) the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the surgeon could not engage the articular surface with the tibial plate. After multiple attempts, the coating of the articular surface began to peel. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.